Event description:
Distributor in south africa advised baxter by written communication of four incidents of cracked minicaps. Samples are available. No other info is known at this time.

Manufacturer narrative:
Additional unsuccessful attempts have been made by baxter to obtain further pertinent information concerning this report. Baxter considers this report closed. However, baxter will submit additional information if it becomes available.